Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 11 january 2016. The fse reseated all connectors on the sort printer circuit board (pcb) and reinstalled the sorter. The engineer also performed alignments for the sorter and tested with no errors noted. The customer ran patient with no errors noted. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the sorter alignment

Event description:
On (B)(6) 2016 a customer reported error c transfer cup not detected with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, fsh, and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.